Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device would not fire and the whole reload fell out. The case was completed with new device of same product code. There was no pt consequence.